Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure, the passive fixation lead could not be placed due to patient having tricuspid regurgitation. The lead was removed and a active fixation lead was implanted instead. No patient complications have been reported as a result of this event.